Event description:
The nurse informed that a brand new product, exet plug intro adap 6mm/8m was cleaned in equipment maintenance. After cleaning it was noticed that yellow liquid was coming out of adapter. On (B)(6) 2012, regional manager contacted the customer. She was informed that after the cleaning and sterilization process, some kind of rust was inside the tip. They cleaned it with a cotton stick and it looked yellow. In fact it wasn't yellow liquid. This was a single sterilization for the tip, no other devices in process.

Manufacturer narrative:
A supplemental report will be submitted upon completions of the investigation.